Event description:
It was reported that a hardware removal of a (l) trochanteric fixation nail with a conversion to total hip arthroplasty due to non-union was performed on (B)(6) 2015. The distal locking screw was broken; the nail and helical blade were removed intact. The original procedure occurred in 2013. There was a 30 minute surgical delay related to the broken screw and everything was retrieved; no reported fragments. The procedure was successfully completed. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown unk - screw locking/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.